Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: patient lost battery cap/cartridge cap and was temporarily without pump. Blood glucose levels rose to 1000mg/dl. Patient reported blurred vision, difficulty waking and short term memory loss. Also reported having a heart attack and being on life support in ICU. Treatment included insulin via pump and IV fluids. There was no allegation of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to user error.